Manufacturer narrative:
Attempts to obtain additional information were made however were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This report will be updated should additional information become available.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received successful anti-tachycardia pacing (atp) for ventricular tachycardia (vt). Episode detail was sent for review as the time to therapy was 10 seconds although duration was programmed to 5 seconds. Additionally, there was an inquiry related to episode markers. The marker in question was found to be due to post-ventricular atrial refractory period (pvarp) extension post a premature ventricular contraction (pvc) and is expected device behavior. During review of the vt episode, oversensing of the minute ventilation signal was noted on the atrial channel. Boston scientific technical services (ts) provided troubleshooting and programming options to mitigate the oversensing. No adverse patient effects were reported.